Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe there is a faulty rubber tip on the ¿plunger¿ part. The customer is concerned its warped ¿melted¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a bd syringe. Customer states that the rubber tip is warped and melted. The photo was examined and exhibited a deformed stopper in the barrel. CAPA 122939 has been opened to address this issue. A review of the device history record was completed for batch# 6326857. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for stopper damaged/disfigured on lot # 6326857. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe there is a faulty rubber tip on the ¿plunger¿ part. The customer is concerned its warped ¿melted¿. There was no report of exposure, injury or medical intervention.